Event description:
New information received notes that the right ventricular (rv) lead was first placed in the ventricular port of the device. Since loss of sensing was observed, the rv lead was then placed in the atrial port of the device. When suturing the sleeve, the lead was freed from the sutures and caused sensing error.

Manufacturer narrative:
A complete lead was returned in one piece with the stylet inserted measuring 51.7cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited loss of sensing when it was placed in the atrial port of the device and tested through the analyzer. However, the sensing was normal during the initial analyzer testing. Another lead was used. There was no patient consequences.